Manufacturer narrative:
Investigation results: from the investigation, it was observed that the tri-heater wire assembly was intact and was bowing away from the hot jaw. Both silicone jaw boots were thermally damaged. This indicates that the jaws had experienced elevated temperatures. The complaint is confirmed for hemopro device overheated during pre-testing prior to using on the pt. A lhr review was completed for the product and there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro device overheated during pre-testing prior to using on the pt. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.